Manufacturer narrative:
(B)(4).

Event description:
Territory business manager on behalf of patient's mother contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) /2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.